Manufacturer narrative:
(B)(4). The fisher & paykel healthcare rt043 non-vented hospital full face mask is an oronasal patient interface for use as an accessory to therapy devices providing non-invasive bi-level or continuous positive airway pressure support therapy. This mask is for single patient use with spontaneously breathing adult patients with respiratory insufficiency or respiratory failure who are suitable for non-invasive positive pressure support therapy in a hospital or clinical setting. The rt043 mask includes an antiasphyxiation valve designed to allow a patient to breathe in case of therapy device failure. Method: the (B)(4) non-vented hospital full face mask was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information provided by the customer, previous similar investigations and our knowledge of the product. Results: the hospital reported that the seal detached from the mask base. A lot check revealed no other complaints of this nature for lot 130729. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the customer. All rt043 non-vented hospital full face masks are inspected to ensure that the seal is correctly inserted onto the mask base. Furthermore, a sample of the masks are pull tested to ensure the seal on the mask can withstand a removal force of 100n. This is the only complaint of this nature we have received for the rt043 non-vented hospital full face mask.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the seal on an rt043 non vented hospital full face mask separated easily from the mask base. No patient consequence was reported.